Event description:
Customer reports doing back to back testing on the advantage system with results of 504mg/dl and 140mg/dl. Level one qc was run and within range. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.